Event description:
A report was received that a needlestick injury occurred at the user facility. No treatment or further detail has been provided.

Manufacturer narrative:
Customer has not returned the device to the MFR for device eval. The device was reportedly discarded.